Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe could not cut normally and normal aspiration before vitrectomy surgery. The surgery was completed after replacing with another probe. There was no report of patient harm.

Manufacturer narrative:
One opened probe was received, without a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with the inner cutter at the port and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The actuation and cut functionality of the returned probe was unable to be tested due to the inner cutter remained in the port. The probe was disassembled and the components inspected. The degree of wear could not be determined due to the inner cutter broke during disassembly. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirmed the reported cut failure due the inner cutter remaining in the port condition. The inner cutter remaining in the port condition could be a potential contributor factor for the reported cut failure at the time the reported event was observed. Furthermore, an exact root cause for the inner cutter remaining in the port condition cannot be determined from the evaluation performed. The reported cut failure was unable to be confirmed, and an exact root cause for the inner cutter remaining in the port condition could not be determined from the evaluation performed; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).